Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of the incident and was treated with bolus correction. The customer stated that the insulin pump died two days ago and they did get a low battery alert and the battery. The customer reported that it lasted a week and now the transmitter was not connected back to the insulin pump. The insulin pump was not in automode at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.